Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the or surgical video were not available for analysis. From the analysis of the system database and the system oct recording there were no system related anomalies found and all operating parameters of the system were found to be within acceptable limits. The system database video images indicated the absence of, or minimal, eye movement during the laser treatment. Analysis of the oct recording also showed that the posterior lens capsule had been correctly identified by the surgeon and that a 500um safety margin was employed. From this info it can be concluded that the sys laser did not penetrate or otherwise compromise the integrity of the posterior lens capsule. According to the surgeon, an increased tension on the capsule from air bubbles in addition to the hydrodissection may have contributed to the posterior break in the lens capsule. The catalys sys performed as designed, however, the cause (s) of the posterior capsule tear is unk.

Event description:
It was reported that a pt who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalys sys (sys) subsequently experienced a posterior capsule tear in the operating room during the surgical procedure to remove the cataract. A posterior capsule tear was suspected when the surgeon noted the dense cataract was unstable during the manipulation of it with hydrodissection. A vitrectomy was performed. Additionally, the surgeon created a scleral tunnel and performed an extracapsular removal of the lens.